Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/06/2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.